Event description:
It was reported that the ilet had a cracked, largely unresponsive touchscreen, with limited function in one corner, and a replacement process was initiated; the user reported a blood glucose of 219 mg/dl after eating and reported feeling fine. Customer care provided support that included verification of device serial number, confirmation of shipping logistics for replacement and return. Investigation of this case revealed physical damage to the display component resulting in impaired user interface responsiveness, with no device alerts or alarms and no impact on therapy delivery documented. Symptoms included no adverse clinical effects. Outcomes included no impact on health and continued use of backup insulin therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device¿s screen leading to functional impairment of the display interface.